Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was seen in clinic due to alerts that came across on merlin.net for high ventricular lead impedance and for noise reversion. Reprogramming the device was suggested.